Event description:
Caller reported a malfunction on the pump. Customer's blood glucose level was affected, reaching 504 mg/dl. To address the high level, customer administered a correction injection via mdi. Technical support provided pump reset information and assisted in successfully resetting the pump, which resolved the malfunction. Customer was advised to continue using the pump and to report any recurring malfunction codes. Customer acknowledged and understood the instructions.